Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that partial stent deployment occurred. The 100% stenosed target lesion was located in the moderately tortuous left superficial femoral artery (sfa). A .014 guidewire was passed through the totally occluded left sfa origin part. Following pre-dilation, a 6 x 150 mm non-bsc stent was placed without issue in the distal sfa. A 7 x 150 x 130 innova¿ stent was advanced contralateral to the proximal-mid sfa. The innova was unable to cross due to the mildly tortuous vessel of the common femoral artery (cfa) origin part. The .014 guidewire was replaced with a .035 non-bsc guidewire and the innova was able to cross the lesion. Then deployment was initiated and the thumbwheel rotated slowly. After rotating the thumbwheel approximately 20%, a snapping sound was heard. The stent was deployed about 30 mm and then it was difficult to deploy. The pull grip was pulled fully open and the thumbwheel and pull grip did not move at all. The handle of the innova was disassembled and the inner shaft was pulled. The stent was checked under fluoroscopy and it was noted that the outer catheter was not deployed while only the distal tip was pulled. Another .014 guidewire was inserted and the deployed part of the innova stent was dilated using an unknown 6 mm balloon. The shaft was pulled, but only the outer catheter was able to be deployed. The outer shaft was grasped by forceps and the whole device was pulled. The stent was deployed; however, it was elongated and measured 300 mm in the external iliac artery and cfa. The stent was checked with ivus and the innova was not broken or torn. Post deployment, the stent was not fully apposed to the vessel wall. Additional dilation was attempted with a 6 mm balloon but this was not successful in fully apposing the stent. Due to the procedure length, the procedure was concluded. The patient has not been scheduled to treat the stent. There were no patient complications and the patient¿s status post procedure was stable.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by MFR: the returned product consisted of an innova self-expanding stent delivery system (sds) with a .035 floppy wire stuck in the device. The outer shaft, mid-shaft and the remainder of the device were checked for damage. The handle was opened by the customer site. There was some buckling at the nosecone. Visual examination showed a kink and buckling along the outer shaft. The kink was located approximately 63cm from the nosecone along with some buckling in the same area. There was additional buckling approximately 75 and 77cm from the nosecone. The mid-shaft showed a slight kink located 6cm from the proximal end of the markerband. The retainer clip was pulled from the pull rack. The inner liner showed no damage. The stuck guidewire was most likely stuck due to the damage on the catheter shaft. A contributor to the guidewire sticking issue is consistent with the hydrophilic coating that this wire has. The coating on this wire is very lubricious when hydrated; however, if not kept hydrated the coating becomes very sticky and with some dissimilar materials may cause device movement issues and possibly freeze the wire in the lumen. The guidewire was sticking out of the distal end approximately 45cm from the tip. The stent damage could not be confirmed due to the stent not being returned. The shaft was cut to retrieve the retainer that was pulled off the pull rack. No visual damage was noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that partial stent deployment occurred. The 100% stenosed target lesion was located in the moderately tortuous left superficial femoral artery (sfa). A .014 guidewire was passed through the totally occluded left sfa origin part. Following pre-dilation, a 6x150mm non-bsc stent was placed without issue in the distal sfa. A 7 x 150 x 130 innova¿ stent was advanced contralateral to the proximal-mid sfa. The innova was unable to cross due to the mildly tortuous vessel of the common femoral artery (cfa) origin part. The .014 guidewire was replaced with a .035 non-bsc guidewire and the innova was able to cross the lesion. Then deployment was initiated and the thumbwheel rotated slowly. After rotating the thumbwheel approximately 20%, a snapping sound was heard. The stent was deployed about 30 mm and then it was difficult to deploy. The pull grip was pulled fully open and the thumbwheel and pull grip did not move at all. The handle of the innova was disassembled and the inner shaft was pulled. The stent was checked under fluoroscopy and it was noted that the outer catheter was not deployed while only the distal tip was pulled. Another .014 guidewire was inserted and the deployed part of the innova stent was dilated using an unknown 6mm balloon. The shaft was pulled, but only the outer catheter was able to be deployed. The outer shaft was grasped by forceps and the whole device was pulled. The stent was deployed; however, it was elongated and measured 300 mm in the external iliac artery and cfa. The stent was checked with ivus and the innova was not broken or torn. Post deployment, the stent was not fully apposed to the vessel wall. Additional dilation was attempted with a 6mm balloon but this was not successful in fully apposing the stent. Due to the procedure length, the procedure was concluded. The patient has not been scheduled to treat the stent. There were no patient complications and the patient¿s status post procedure was stable.